Event description:
Customer states: during pre-test prior to use on a pt at hospital, a nurse confirmed the cuff could not be inflated. Customer confirmed no pt involvement.

Manufacturer narrative:
Pending receipt of sample for analysis. If sample is rec'd, a summary of the investigation will be provided in a supplemental report. (B)(4).